Event description:
It was reported that the right ventricular (rv) lead had perforated the apex of the right ventricle causing a pleural effusion. The lead was pulled back and repositioned in the right ventricle and the patient underwent a thoracentesis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2014. (B)(4).